Event description:
The suspect device user obtains erratic blood glucose results. User stated that one occasion user went to the ER for observation. No treatment was alleged. Controls were not used. The device was replaced and requested to be returned for eval.